Event description:
It was reported that a spectrum pump had a keypad intermittently and not working. The keys sometimes have to be pressed more than once to respond. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device keypad was found delayed more than one second. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be a failing processor printed circuit board (pcb). The pcb requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.